Event description:
The customer reported the high flow insufflation unit flow rate did not increase during an unspecified procedure. There was no patient injury reported.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.